Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician noticed the device pocket was swollen due to a possible infection. The device was explanted and the leads were explanted prophylactically. Blood cultures were collected in order to identify the source of the infection. A new system will be implanted after the patient receives antibiotic treatment. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.